Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented after a syncopal episode. Upon interrogation, the pulse generator exhibited loss of sensing. The device also oversensed atrial tachycardia which led to inappropriate automatic mode switching. No further information was available.